Manufacturer narrative:
The instrument was returned and evaluated. Visual inspection of the scissors/wrist assembly with no magnification showed no obvious damage. Additional observation found hair line cracks at the distal end of the main tube, approximately .41 in length. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
A monopolar curved scissors instrument was returned. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged. No patient harm, adverse outcome, or injury was reported.